Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the cutting wire on the stonetome stone removal device broke during the sphincterotomy. The physician had cut enough before the wire broke and was able to complete the procedure. Nothing was left inside the pt.